Event description:
The distributor in another country, reported that after installing the aha software upgrade and a new charge pak, the device failed to function. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.